Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for button component getting stuck with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the button component getting stuck with the incident lot was observed. Root cause description: as no sample or lot was provided, a root cause could not be determined. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® brand pronto¿ quick release needle holder the needle could not be disconnected from the holder. After looking at the holder it was found that the button of holder has malfunction the following information was provided by the initial reporter: the needle could not be disconnected from the holder. After check the holder, they found that the button of holder is malfunction.